Manufacturer narrative:
The device is not under a service contract; the user facility did not involve the local draeger s&s organization into examination of the device and potential repair measures and did not respond to dräger's requests for further information. There was no s/n information transmitted; age of the device remains thus unknown. A case-specific evaluation is not possible. The following is concluded based on the initial written description: it is not known if the device stopped operation or solely performed a reboot - in both cases the screen turns black. A reboot is the specified device response to overcome an error condition in the sw processing; the reboot will set back all sw routines to a controlled state. In case the reboot is successful, ventilation will be continued after some seconds with the last valid settings. A complete stop of operation with a black screen on the other hand would indicate that the device ran out of electrical energy for unknown reason. The unit is equipped with an internal battery for covering short episodes of mains power losses. Imaginable scenarios that explain a shut-down would be that the device was put into operation with a defective battery that could not supply the unit with energy after mains power loss or malfunction of the internal power supply. Further, the device may have been used in battery operation mode from the beginning until the latter was depleted. Finally, it cannot be differentiated if the reported observation was related to technical issues, lack of maintenance, use error or a combination of two or more of these factors. It was confirmed that the device posted an alarm during the course of event to alert the user - an aspect from which it can be concluded that the issue does not incorporate a previously unidentified or falsely assessed risk. It is recommended to the user facility to have the device checked by trained service personnel. H3 other text : device not available for evaluation.

Event description:
It was reported that the display of the device suddenly went black and that the entire ventilator stopped working. The patient exhibited a temporary desaturation but was ventilated with an ambu bag until the oxygen saturation returned to normal level. It was confirmed that the event did nod lead to health consequences, finally.